Event description:
The manufacturer received info alleging an everflo concentrator caught on fire while in use. There was no report of pt harm or injury. The device has not yet been returned to the manufacturer for eval. A follow up report will be submitted when the investigation is complete.